Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. It was not possible to review manufacturing records, since the lot # was unavailable. Since the device was not available for testing and evaluation, the cause of the problem cannot be established. (B)(4).

Event description:
Surgeon was performing a transphenoidal pituitary tumor resection. The surgeon was removing tissue when the distal end (tip) of the sationary bar broke off. X-ray was taken and clear of any parts in the patient. No harm was done.